Event description:
It was reported that retroperitoneal hemorrhage and death occurred. Procedure summary: the mildly calcified native aortic annulus was 23.4mm in diameter with moderate tortuosity. Vascular access was obtained via a transfemoral approach. A 14f isleeve introducer sheath was advanced into position. A safari2 guidewire was advanced into position. Balloon aortic valvuloplasty (bav) was performed with a 20mm non-bsc balloon catheter in accordance with the instructions for use (IFU). A size medium acurate neo2 valve was prepared and loaded onto an acurate neo2 transfemoral (tf) delivery system (ds) in accordance with the IFU. The acurate neo2 tf ds was advanced into position. The size medium acurate neo2 valve opened normally with deployment and was successfully implanted to treat the native aortic annulus. The acurate neo2 tf ds was removed from the patient. The physician removed the 14f isleeve introducer sheath from the patient and the patient became hemodynamically unstable. The patient's blood pressure dropped, and the patient became bradycardic. The patient received catecholamines and resuscitation. Imaging of the iliac-leg arteries showed that there was a fistula between the artery and vein. The physician occluded the vessels using a non-bsc vascular closure system and the patient was taken for a computed tomography (CT) scan. The CT scan showed that there was a retroperitoneal hemorrhage in the groin area. The bleeding was stopped with a vascular suture and the patient was transferred to the ICU. Patient status: at an unknown date post procedure the patient died.